Event description:
Complainant alleged that while attempting to defibrillate 44-year-old female a patient, the clinician was dissatisfied with the clinical effectiveness of the device. Complainant expressed the device failed to deliver sufficient joules during the patient event. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The full disclosure report was not provided. The four shock events show that energy was discharged successfully to the patient and within the device's specification based on the patient impedance. The device passed environmental stress testing and defibrillation cycle testing without duplicating any fault to the device. The impedance calibration and all shocks delivered were within specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.